Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse checked the count and found no unusual arm count. The error was caused by the absence of preventative maintenance. The fse cleared the count to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 31020 occurred and could not be recovered. Prior to calling technical support, troubleshooting was performed and the customer stated that they tried a power cycle and emergency power off (epo) on the system, but the issue persisted. The customer completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system and the system did not power on initially without errors. There was no patient harm. The procedure was completed robotically. Patient demographics were requested but were unable to be provided.